Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "capsular contracture, baker grade iii".

Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade iii". This record is for the left side. The device remains implanted and it is unknown if it will be returned.

Event description:
The device was found intact upon explant and that the baker grade of the reported capsular contracture is baker grade ii. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device was explanted and replaced.